Event description:
Patient stated they had had a heroption procedure and that it had closed up their cervix. They stated that they had had a hysterectomy to fix the problems heroption procedure had caused.